Manufacturer narrative:
Additional information: h3, h6, h11. The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy and it passed. A review of the event history log (ehl) revealed infusion with no abnormalities. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of failed flow rate during testing in the biomed service department. There was no patient involvement. No additional information is available.